Manufacturer narrative:
Root cause was undetermined. Corrective action: a correction action was not taken. Investigation: due to product not returned no inspection was performed. No review of device history record was performed due to lot number was not provided. Failure mode effective analysis (acd.fmea.064 neonatal temperature prode, rev e) was reviewed and confrimed that there are several failure modes identified related to the issue under investigation, in regards to incorrect temperature reading. Complaint's log of the last two years confirmed following compliants of the same family generated due to functionality issue and root cause was undetermined. Product process sub-assembly (B)(4) was inspected, work order (B)(4), total of 80 samples tested and resulted all pass qc functional test. During the period of july 2020 - march 2021, deroyal sold (B)(4) hnicu products, with (B)(4) reported complaints. This is a low total frequency of complaints relative to selling units. The investigation is complete at this time. If new and critical information is recevied, this report will be updated.

Event description:
Nursing staff is having an issue with the blue tip part (product ref # hnicu - 37) not taking an accurate temperature.